Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for tibial popliteal femoral thrombosis of the right saphenous vein. The leadless implantable pulse generator (ipg) device remains in use. No further patient complications have been reported as a result of this event.